Event description:
It was reported that an ilet pump experienced screen bezel separation from the body, resulting in a nonresponsive display while the device continued to emit sounds, and the event was associated with a device display component issue and characterized as a failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the device¿s display assembly consistent with a bonding failure of the screen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.